Event description:
It was reported that when bringing the bed into the operating room, the bed lurched towards staff and allegedly pinned the staff member against the doorway. No injuries were reported for this event.